Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodgement was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly tortuous and calcified lesion causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a mildly tortuous and calcified lesion in the left anterior descending (lad) artery. The 3.50x33mm xience xpedition stent delivery system (sds) met resistance during advancement due to the calcified lesion and failed to cross. Resistance was met during retraction and the stent dislodged from the sds. A snare device was used to remove the dislodged stent however it became stuck in the guide wire accessory therefore everything was removed together. The procedure was finished by using another abbott product. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.